Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The monitor was plugged into a test baton and the monitor was powered on. A black screen appeared with horizontal white lines. The baton was unplugged and the monitor was powered on; the same white lines appeared. The monitor was opened and the jae connector's wire harness was found to have an excessive amount of kapton tape applied to it and jammed into the jae connector. It is suspected that this happened during the manufacturing process. The kapton tape was removed and reapplied; the lines disappeared. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the screen was completely black. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.